Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After getting transeptal access using a versacross connect and the was sheath, the wire was easily advanced into the laa. Shortly after transeptal, the anesthesia physician noted a drop in pressure. An effusion sweep was done at this time, and a trivial posterior effusion was noted. The patients pressure returned to normal without medical intervention and continued with the procedure. The closure device was successfully implanted and released. The sheath was pulled back into the ra and removed from the body. Patient was extubated and transferred to the post anesthesia care unit (pacu) without issue. Shortly after arriving in pacu the patients pressure started dropping and the patient became short of breath and pale. A stat echocardiogram was ordered, and a large posterior effusion was noted. The physician attempted a pericardial tap in the pacu but was unable to confirm placement of the sheath under echo guidance, so the patient came back to the cath lab. At this point the location was confirmed and the physician started to drain the pericardium. Surgery was also called at this point to assess as well. Nearly 1200cc of dark red blood was removed and the patient did require a short amount of cardiopulmonary resuscitation (CPR). Once the patient was stable again, the patient was moved to the operating room (or) for surgical drain and repair. After going on bypass, it was noted that there was a very small tear in the posterior aspect of the right atrium (ra) near the inferior vena cava (ivc). The cause of this tear was unknown. The position of the closure device was evaluated by transesophageal echocardiography (tee) and was noted to have slightly shifted forward compared to initial placement. This shift was assumed to be caused by the CPR. The device was left in place with no additional intervention required for the shift, and the patient remained in the hospital for recovery.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. H6: added patient code dyspnea. With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0034364513. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (dyspnea) (additional device required) hypotension, perforation, (surgical intervention) and implant movement/shift (resuscitation, hospitalization). Risk review. A risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade (dyspnea), hypotension, perforation, and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After getting transeptal access using a versacross connect and the was sheath, the wire was easily advanced into the laa. Shortly after transeptal, the anesthesia physician noted a drop in pressure. An effusion sweep was done at this time, and a trivial posterior effusion was noted. The patients pressure returned to normal without medical intervention and continued with the procedure. The closure device was successfully implanted and released. The sheath was pulled back into the ra and removed from the body. Patient was extubated and transferred to the post anesthesia care unit (pacu) without issue. Shortly after arriving in pacu the patients pressure started dropping and the patient became short of breath and pale. A stat echocardiogram was ordered, and a large posterior effusion was noted. The physician attempted a pericardial tap in the pacu but was unable to confirm placement of the sheath under echo guidance, so the patient came back to the cath lab. At this point the location was confirmed and the physician started to drain the pericardium. Surgery was also called at this point to assess as well. Nearly 1200cc of dark red blood was removed and the patient did require a short amount of cardiopulmonary resuscitation (CPR). Once the patient was stable again, the patient was moved to the operating room (or) for surgical drain and repair. After going on bypass, it was noted that there was a very small tear in the posterior aspect of the right atrium (ra) near the inferior vena cava (ivc). The cause of this tear was unknown. The position of the closure device was evaluated by transesophageal echocardiography (tee) and was noted to have slightly shifted forward compared to initial placement. This shift was assumed to be caused by the CPR. The device was left in place with no additional intervention required for the shift, and the patient remained in the hospital for recovery.